Event description:
It was reported that during impaction of the large round endcaps diam. 10mm, the clips which should be fixed into the inner part of the endcaps got bent; leading to an additional hour to the case. There is no report of adverse consequences.

Manufacturer narrative:
Method: device inspection; complaint history review; risk assessment. Results: the returned vboss 10mm large round endcap was confirmed to have damaged prongs upon visual inspection. The estimated delay for this issue is 15 minutes (s0). No other adverse consequence was reported. The surgical technique for vboss states that for an optimal cutting performance of the cage it is highly recommended to use a new blade for each procedure. Also, deburring of the cage edges should be performed when necessary. Communication with the originator confirmed that a new blade was not use for this procedure. Also, significant burrs were noted on both of the returned vboss cages. The rough surface of the cages likely required the user to apply more force than normal during endcap insertion. The likely cause of the reported event is a deviation from the surgical technique. Conclusion: the likely cause of the reported event is a deviation from the surgical technique or user error.

Event description:
It was reported that during impaction of the large round endcaps diam. 10mm, the clips which should be fixed into the inner part of the endcaps got bent; leading to an additional hour to the case. There is no report of adverse consequences.